Manufacturer narrative:
A specific root cause was not identified. Additional information was requested for investigation but was not provided. The differences in tsh values between the e601 module and the beckman instrument may be due to an interfering factor in the sample, however, this cannot be confirmed since the sample was not submitted for investigation. Based on the information available for investigation, a general reagent issue can most likely be excluded.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for elecsys tsh assay on a cobas 6000 e 601 module. Based on the data provided, erroneous elecsys ft3 iii (ft3 iii) were also identified. The erroneous results were reported outside of the laboratory. This medwatch will cover tsh. Refer to medwatch with a1 patient identifier pt-15315 for information on the ft3 iii erroneous results. The tsh result from the e601 module was 0.02 uiu/ml and the ft3 iii result from the e601 module was 2.37 pg/ml. The sample was repeated by the beckman method and the tsh result was 1.61 uiu/ml and the ft3 iii result was 3.0 pg/ml. There was no allegation that an adverse event occurred. The e601 module serial number was not provided. The customer is wondering if there is an interference in the patient sample. The calibration signals were acceptable. The customer is using expired quality controls and the qc results received should not be trusted. Patient results that have been supported by using expired qc's are not supported by the manufacturer.